Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.the sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user reported numbness and visible swelling at the site where the sensor was inserted.the sensor was inserted on (B)(6) 2024.the issue got worse and user confirmed that the hcp successfully removed the sensor.

Event description:
Senseonics was made aware of an incident where user reported numbness and visible swelling at the site where the sensor was inserted.the sensor was inserted on (B)(6) 2024.the issue got worse and user confirmed that the hcp successfully removed the sensor.